Event description:
Account reports that set was attached to a renal shunt vein on a pediatric pt. States the set separated at the millipore filter resulting in a blood loss of approximately 325cc of blood. Pt required a transfusion and dialysis. No permanent injury occurred as a result of the blood loss.